Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2019 with the following findings: review of the black box data confirmed records of power on reset. On investigation, the returned battery cap was intact and without damage. The battery compartment was intact and without damage. With the returned battery cap securely on the pump, the pump powered; however, the display screen remained blank due to moisture damage found inside the pump on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.